Event description:
It was reported that the patient experienced difficulty with the connector not turning to insert the cartridge during a supply change. Inspection of the connector revealed no visible issues. The patient was able to use a new connector from a different lot, number 32476, to complete the supply change. Guidance was provided to walk the patient through the process, and insulin delivery was confirmed to have resumed. Blood glucose levels were reported at 66 mg/dl during the call and were not affected by this event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.